Manufacturer narrative:
The reason for this complaint was reported as the piece of a personnel's glove attaching onto the porous coating during the sterilization packaging. The healthcare professional indicated this event occurred during surgery, near the patient. There was a one (1) to two (2) minute delay in surgery but the surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. One (1) part from this lot was located within inventory and reviewed for similar defects. Defects were not present on the part. The root cause of this complaint is likely attributed to a piece of a personnel's glove attaching onto the porous coating during the sterilization packaging. There is no risk to the patient as the object is easily recognized when removing the device from packaging. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The surgery was completed successfully. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Reported incident - when the surgeon pulled the stem out of the sterile package, a very small blue, unidentified object was embedded in the porous coating of the stem. After several tries, he was finally able to remove the object with a small needle nosed kocher. He instructed the scrub tech to remove the object off of the field immediately. Scrub tech was able to recover the object and have it saved in a specimen container.